Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the center portion of the touchscreen. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) found the device issue during periodic maintenance (pm) of the device at the repair center. The asp confirmed that the issue had not been observed before the pm at the service center. During the pm, the device continued to operate after the touchscreen issue was observed. A touchscreen calibration did not resolve the issue, so the asp replaced the touchscreen to resolve the touch position misalignment. Following the replacement of the touchscreen, the asp completed a cleaning, running test, and function test. No other problems were found.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen flex circuit successfully passed all resistance tests. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found with the returned touchscreen.